Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), and a review of the instructions for use (IFU), were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU provides the following statements as it relates to the reported failure: ¿do not apply excessive force to this video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur¿ after using the video system center, immediately perform the following cleaning procedures. If cleaning is delayed, residual organic debris will begin to solidify, and it may be difficult to effectively clean the video system center. Always remove debris routinely.¿ a definitive root cause could not be identified. However, based on the results of the investigation, it is believed that the reported event occurred due to one of the following: unintentional user error, striking the device. Unintentional user error by not performing any care/maintenance after use. Unintentional user error by leaving the device in a humid environment for an extended period of time, or leaving the device wet. Component deterioration due to long-term repeated use of the device. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the evaluation, olympus noted a worn out video connector latch causing a loss of image when the pigtail was wiggled. There were also scratches on the top cover of the housing. The power switch was the older model. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
As reported, during an annual inspection, the evis exera iii video system center was noted to have a poor connection due to worn out video connector latch. This issue also lead to a loss of image when wiggling the pigtail. There was no patient involvement during this event.